Event description:
The patient reported that he has been having irritation on his arms from the adhesive. His dermatologist provided him with a prescription for cream to treat irritation.

Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. Skin irritations are typically due to skin sensitivity rather than device defect. No qualification record review was performed as no product lot number was reported. The omnipod user guide warns ¿do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin,¿ and "advises ask your healthcare provider how to treat any skin irritation.¿